Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This complaint has been documented based on the information available within the article; however, due to the publication date of this article, additional event details will not be pursued (as in some cases, complaints in articles cannot be reasonably investigated due to the age of the article).

Event description:
It was reported that during review of a journal article, title : comparison of ultrasonic scalpel versus argon-beam and conventional electrocautery for internal thoracic artery dissection. Author : s.brose, a.m. Fabricius, v. Falk, r. Autschbach, h. Weidenbach, f. W. Mohr. Citation: thorac cardiov surg. 2002; 50: 71-73. The authors used an ultrasonic scalpel (ethicon) and an argon beam coagulator (abc) to test their effectiveness and feasibility in comparison to conventional electrocautery for internal thoracic artery (ita) takedown, time for takedown, number of clips, thermal impact, along with morphological integrity assessed by histology. A total of 93 patients undergoing elective coronary bypass surgery were prospectively randomized into three groups. 31 patients were randomized under the ultrasonic scalpel (ethicon; age: 64.7 ± 7.7; 10 female and 21 male patients), 31 patients were randomized under argon-beam coagulator (age: 66.3 ± 7.6; 8 female and 23 male patients, and 31 patients were randomized under conventional electrocautery (age: 65.1 ± 5.5; 8 female and 23 male patients). In the ultrasonic scalpel group, reported complications included bleeding points within the tissue bed after ita takedown (n-12), periadventitial bleeding (n-2), ruptured intima (n-4), wall edema (n-3), intramural bleeding (n-1), and rupture with the intima (n-4). In conclusion, the ultrasonic activated scalpel causes minimal thermal injury and superb coagulation which reduces clip demand significantly. Long-term patency rates will have to evaluate possible differences to conventional electrocautery.